Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a round epithelial defect with surrounding diffuse lamellar keratitis (dlk) appearance on the right eye (od) at 1 month post-operative exam. The patient commented on a lot of irritation in the od, and cannot keep eye open. The surgery center reported the patient experienced loss of best corrected visual acuity (bcva). Topical steroid dosage was increased to resolve symptoms. Bcva from (B)(6) 2017: right eye pre-op 20/20 -3.50 x -.50 x 110, left eye pre-op 20/20 -3.50 x -.50 x 100. Bcva from (B)(6) 2017: right eye post-op 20/20 -.25 x .00 x 90, left eye post-op 20/20 -.25 x -.25 x 165. Bcva from (B)(6) 2017: right eye post-op 20/30, left eye post-op 20/20. This report is for the femto laser. A separate report will be submitted for the excimer laser.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.